Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient implanted with a neurostimulator (ins). It reported that patient gets zapped by the device depending on her body position. There were no environmental/external/patient factors that may have led or contributed to the issue. Rep interrogated battery, connections were good, changed her programming. Told patient to lower stimulation if she feels any tingling at all. This should eliminate the "zapping" patient felt. Hcp had no further information.